Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2009 due to vaginal rectal prolapse. It was further reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, neuromuscular problems, vaginal scarring other non specific outcomes. It was also reported that on (B)(6) 2010 the patient underwent removal of exposed vaginal mesh and reclosure of vaginal mucosa to trim mesh coming through the incision. On (B)(6) 2010, the patient underwent urethrolysis, excision of vaginal scarring and mesh with anterior colporrhaphy due to grade 1 cystocele, bladder neck obstruction and vaginal friction. Additionally, on (B)(6) 2011, the patient underwent erosion of mesh in anterior and posterior vaginal wall due to breaking mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient concurrently underwent bowel repair, enterocele repair, and mid high rectocele repair.

Manufacturer narrative:
It was reported that following insertion the patient experienced obstruction, bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions, and urinary retention. No additional information was provided.